Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process on multiple occurrences. Customer's blood glucose level was 100 mg/dl. Customer changed the needle and some times the cartridge to resolve the issues.